Event description:
The user facility reported a patient (demographics not provided) was implanted with an impella 5.5 as a bridge to transplant. The impella was placed without complications. Upon arriving to the unit, a controller error appeared on the controller recommending switching the controller. The aortic and left ventricle waveform was no longer present in the controller. Once the controller was exchanged, it sensed an impella even though it was not connected and the console could not be turned off. Per the healthcare team this event did not affect the patient.

Manufacturer narrative:
The impella device has been received and is pending evaluation. Upon investigation closure, a supplemental MDR will be filed.